Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. Additional information: e1(event site state: 15 & postal code: 9508701). A getinge field service engineer evaluated and replaced 2 lithium ion batteries, battery for critical alarm and replaced executive processor board every 8 years. Fse replaced drive manifold assembly reassembled and performed full functional checks and calibrations. Parts were replaced and the operation was inspected successfully. Unit passed all test and is now ready for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site address was shortened due to character limitations. The complete address is (B)(6).

Event description:
It was reported during an inspection, the cardiosave intra-aortic balloon pump (iabp) had a large leak value in the drive manifold leak test. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a.